Event description:
A report was received that the patient had a pocket revision due to pocket discomfort. The pocket was moved to a more comfortable location. The patient is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.